Manufacturer narrative:
(B)(4).

Event description:
A manufacturer representative (rep) reported that there were low impedances during standard intra-operative testing. Electrode comb ination 1 <(>&<)> 2 was 93, 1 <(>&<)> 3 was 92, and 2 <(>&<)> 3 was 94. The extensions were disconnected from the battery and leads, dried off, and reinserted, but the problem persisted. The surgeon decided to continue with the implant and the issue was not reso lved. The patient's device would not be turned on for a few weeks. There were no associated symptoms. The patient's indications for use were parkinson's dual and movement disorders. The cause of the low impedances, any further actions, and result of therapy were not known, so additional information was requested. If additional information is received a supplemental report will be sent.